Event description:
Related manufacturer reference number: 1627487-2023-02619. Related manufacturer reference number: 1627487-2023-02620. It was reported that the patient was experiencing overstimulation. Reportedly, patient had suffered multiple falls. Diagnostics revealed high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the lead and extensions were explanted and replaced addressing the issue. During the procedure it was noted a wire was seen coming out on one of the extensions. Investigation was unable to determine which extension was fractured.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number: (B)(6).

Manufacturer narrative:
Per the additional information received this device no longer meets the reportability criteria. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that no surgical intervention took place on the lead. The lead remains implanted. During intraoperative testing the impedances on the lead was fine.